Manufacturer narrative:
Insulin pump was monitored for several days. Unit was received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. No unexpected low battery alarm anomalies noted. The drive support disk was inspected and no anomaly was noted. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the paramedics were dispatched on (B)(6) 2016 due to a low blood glucose level of 40 mg/dl. The customer was found unconscious. The customer was given an IV. The customer was wearing the insulin pump at the time the paramedics arrived to her home. The device was not returned.